Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate a critical issue with the device. Physio replaced the device's main keypad assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device's buttons were not working on main keypad after power up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.